Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported " balloon would not unwrap". Additional information states the balloon was not removed. No patient injury or consequence reported. Patient's current condition reported as "fine".

Event description:
It was reported " balloon would not unwrap". Additional information states the balloon was not removed. No patient injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "balloon would not unwrap" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.